Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports# 1627487-2013-20060, 20061. The patient reported pocket heating while recharging. In addition, the patient reported experiencing ineffective pain relief since implant. After several reprogramming attempts, the patient received rib stimulation instead of the lower back where it was needed. Surgical intervention is scheduled in the future. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.